Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/23/2018, that on (B)(6) 2018, the patient reported needle retraction issues. The sensor was inserted into the abdomen on (B)(6) 2018. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. An inspection was performed and found that the drive wheel was jammed. The reported event of a needle retraction issue was confirmed. The root cause was determined to be a jammed drive wheel.